Event description:
Patient reported obtaining back-to-back blood glucose results of ~ 300 mg/dl and ~ 150 mg/dl (patient could not recall exact values), while using the suspect device. Pt indicated that therapy was not modified based on these results. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the suspect product. Technical support requested the return of the suspect product and replacement product was shipped.